Manufacturer narrative:
An investigation was performed for the reported customer complaint: ¿customer states that device makes sparks.¿ the device history record (DHR) for serial number (B)(4) indicates product and specification requirements were met with no non-conforming product identified relating to this customer report. Product cannot be released unless it passes all quality and conformance requirements. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. The unit was returned for repair and an evaluation was performed for the reported condition. The unit was triaged and evidence of short circuiting on the power cord was observed. Service was performed and the device met all technical standards for the safety and effectiveness of medical electrical equipment, per iec 60601 cl-1 standards. The unit is technically efficient and safe for use. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cord¿s resistance to ensure its electrical safety. If they are not replaced, normal flexing, wrapping the cord too tightly around the bed hook, or supporting the weight of the unit with the cord can cause individual wire strands to break, which increases the amount of heat generated by current flow; over time continued flexing of the cord results in eventual malfunction. The reported customer complaint was confirmed. A specific root cause could not be determined. The probable root cause was determined to be customer misuse. This complaint will be utilized for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer states that device makes sparks.